Manufacturer narrative:
This report is filed april 1, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site resulting in the decision to debride the site. The revision has not occurred to date. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (B)(6) 2016 for debridement of the infected tissue at the abutment site. The implanted device remains. This report is filed july 18, 2016.